Event description:
A total hip arthroplasty was revised approximately 7 years post-operatively due to femoral loosening. Original liner and shell remained in the patient.

Manufacturer narrative:
Unable to investigate report as specific information was not provided.